Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips seemed to cross when fired. Case completed with another device of the same product code. No patient consequences.